Event description:
It was reported that the patient has "unpleasant feelings in the pit of his stomach" when the device paces the atrium. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient has "unpleasant feelings in the pit of his stomach" when the device paces the atrium. The patient is also having continued problems with frequent episodes of pacing at high rates and doesn't feel well. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.